Manufacturer narrative:
Investigation was completed. The device history record for this valve was reviewed and showed that this device met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The source of the reported infection was determined to be contaminants, not true bacteria, and the patient was treated with medication. From the available information, a conclusive cause of the stent fracture could not be determined. It was reported that the stent fracture was major and four palmaz stents were placed, significantly reducing the artery gradient from 82 mmhg to 10 mmhg. The valve remains implanted and no further adverse effects were reported. Stent fractures are sufficiently documented in the risk management documentation, and no formal action is recommended at this time based on current trending. Quality assurance will continue to monitor. (B)(6).

Event description:
Medtronic received information that this transcatheter valve, implanted over 1 year, showed a stent fracture on chest film. It was reported that the patient had some chest pain at a subsequent follow up the patient complained of fatigue with activity, and shortness of breath. There was evidence of marked conduit (lifenet 23 mm, pulmonary homograft) obstruction which was a significant change. Right ventricular pressure estimate by echocardiogram was over 100 mm/hg. The patient underwent placement of 4 palmaz xl stents prior to placement of a 20 mm transcatheter valve. Following placement of the transcatheter valve there was substantial reduction of the right ventricular pressure with a fall to 35/8 after balloon angioplasty and final pressure of 40/8 after placement of the transcatheter valve and balloon angioplasty. The final right ventricular to pulmonary artery gradient was 10mm/hg, which was significantly less than the initial gradient of 82 mm/hg. The patient tolerated the procedure very well without complications. Additional information was received that the fluoroscopy did demonstrate compression of the stent of the original transcatheter valve with major stent fractures that were mobile inside the region of the transcatheter bioprosthetic valve.

Event description:
Medtronic received information that prior to the implant of this transcatheter pulmonary valve ((B)(6) 2011), the implanted conduit (lifenet 23mm, pulmonary homograft) showed significant obstruction. Cp covered stent was placed prior to the transcatheter valve placement. This transcatheter pulmonary valve was then implanted and expanded with a 20mm balloon. One day after the implant, the patient developed a fever. Blood cultures and complete blood count were taken and the patient was diagnosed with sepsis. Blood cultures came back positive but were ultimately deemed contaminants and not true bacteria. The patient was treated with intravenous rifampin, vancomycin and gentamycin for 4-5 days. The patient remained afebrile, with stable white blood cell count and no further growth noted. The patient was then discharged to home with oral antibiotics for an additional 2 weeks (B)(6) 2011. Subsequently, the patient presented experiencing fatigue with activity. There was no dizziness and denied chest pain. The cardiologist noted marked conduit obstruction which was a significant change. Right ventricular (rv) pressure estimate by echocardiogram was over 100 mm/hg. The patient had chest film which showed a stent fracture and the patient was referred for catheter evaluation. The stent fracture was classified as major due to stent fractures that were mobile inside the region of the transcatheter valve. On (B)(6) 2013, the patient underwent placement of 4 palmaz xl stents and balloon dilatation with a 20mm bib balloon. A new transcatheter bioprosthetic valve was implanted with substantial reduction in right ventricular pressures with a fall in the rv pressure to 35/8 after balloon angioplasty and stenting and a final rv pressure of 40/8 after placement of the transcatheter bioprosthetic valve and balloon angioplasty. The final rv to pulmonary artery gradient was 10mm/hg which was significantly less than the initial gradient of 82mm/hg. The patient was noted to have tolerated the procedure well without complications.

Manufacturer narrative:
No product has been returned for analysis, as the device remains implanted. Based on the current information, the clinical observation cannot be determined or confirmed. Our investigation into this event is ongoing. Upon receipt of additional information and completion of our investigation, a supplemental report will be filed. (B)(6). (B)(4).

Manufacturer narrative:
Sending supplemental report as the event description was rewritten to clearly document the series of events. See new description. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.